Event description:
The user reported a ventilator malfunction during use of the device. Circumstances: the pt was found in a state of clinical death. The device was applied to provide circulatory and respiratory support (CPR). It was reported that after two minutes of use the ventilator portion of the device appeared to malfunction. The ventilator was removed from the pt and manual ventilation was used. The device was left on the pt to provide chest compressions. The pt was not revived. Relevant info: a problem was noticed with this unit prior to the event during a check-out. An adjustment was made by the user at that time and the unit appeared to be functional.